Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
An 8f angio-seal vip was deployed in a common femoral arteriotomy following a coronary stent placement on (B)(6) 2012. A pre-deployment angiogram was performed, and there was no noted calcification at the puncture site. The pt was re-admitted to the hospital the following night with limb ischemia. There was reportedly total occlusion of the common femoral artery located right at the puncture site. The pt was administered tpa/angiojet and a tpa infusion over night. Stenting of the common femoral artery was performed the following day. The pt is recovering.